Event description:
The patient was implanted with biventricular support. It was reported by the nurse educator that the pvad rvad was exchanged due to the pump nearly being clotted off. The pump was exchanged without issue.

Manufacturer narrative:
The pump exchange was performed as planned. The MFR is attempting to acquire the device for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's evaluation has been completed.